Manufacturer narrative:
The insulin pump was received with physical damage cracked and bleeding lcd glass also, has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was received missing the end cap sticker and address serial label. Unable to perform the displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump does not turn on after it was dropped. The customer did not recall the blood glucose reading. The insulin pump screen turned a different color and the bottom showed "no power." The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.